Manufacturer narrative:
Additional contact: (B)(6). Product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a "no disposable, clamp tubing" alarm. The settings were verified along with the medication label. The pump was turned off and back on, but it alarmed "no disposable, pump won't run". The pump was turned off, the line was clamped and the cassette was removed. No air bubbles were noted, the tubing was massaged, the cassette was reattached, the line was unclamped and the pump was turned back on. The alarm was unable to be resolved and the pump was turned off. There was no patient injury.